Manufacturer narrative:
H3. Analysis of the battery pack found non-conformances. The battery pack tested out of electrical specification due to failing the cycle count, full charge capacity, and state of health. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial:(B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that yesterday they were charging their implant and saw a message on the controller that said software problem. The patient stated the controller is now completely dead and they can't get anything on the screen. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power cord; the patient confirmed that the controller powered on. The patient inserted the battery pack but the controller continued to show the ac plug icon, and the green light did not begin flashing. The patient stated the implant was at 60%. The patient examined the battery pack and controller compartment; the patient noted the controller was clear but the battery pack pins were blackened. The patient mentioned they lost the battery compartment door cover. The issue was not resolved. An email was sent to repair to replace the battery pack and the door cover.